Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level and insulin flow blocked alarm. The customer had not reported the symptoms. Customer's blood glucose level went into the 403 mg/dl. Customer stated that they were high above 300 mg/dl this morning was 403 mg/dl and treated with the pump. Customer states that she is getting insulin flow blocked issues and tried multiple items and different lots changed the sites ran through several tests. The customer was assisted with troubleshoot for insulin flow blocked alarm and was advised to replace the pump. The insulin pump will be returned for analysis.